Manufacturer narrative:
The response service engineer (rse) ordered the customer a speaker assembly replacement due the nemo(no engineer material only) being noted on the account. No additional info was provided by the (rse) with regards to what the exact cause for the malfunction was, other than a speaker inoperative message was not reported. We conclude the customer has resolved the issue and that the device works as specified at the customer site. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). H3 other text : material sent out only.

Event description:
The customer reported a speaker malfunction from the device. It is unknown if the device was not in use at time of event, there was no adverse event reported.